Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, no capture and low sensing was observed on the lead. Lead will be monitored. Patient condition is good.